Event description:
It was reported that a pt's systems diagnostics test resulted in high impedance. In addition, the pt is non-verbal, therefore, info regarding pt trauma to the device or stimulation being perceived by the pt could not be obtained. X-rays were received and evaluated by the manufacturer identified a lead fracture. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.